Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic gastroplasty procedure, the surgeon able to press the green button and able to squeeze the handle, but the device did not work. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.